Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited dust in the k connector unit, which prevented the smoke exhaust from functioning, the manifold unit was clogged and smoke exhaust did not work, and smoke could not be discharged because the electro-pneumatic proportional valve unit was clogged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the smoke exhaust function was affected by the dust accumulated in the connector unit. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.